Event description:
Patient received anesthesia for tonsillectomy and adenoidectomy using coblator. Equipment checked preoperatively for defects and visually appeared to be normal in appearance. Patient sustained burn to right side inner bucchal mucosa. Coblator wand inspected and found to have missing insulation on external surface of the wand. Injury documented with images on digital camera.